Event description:
Follow-up to the funeral home where services were performed provided that the immediate cause of death was poorly controlled seizures with secondary factors of restrictive lung disease, and hypertension. The device was reported to have been buried with the patient.

Event description:
Follow-up to the treating provider indicated that the cause of death was not known, but he died in the nursing home. The provider stated the cause of death was not known to be related to vns in anyway.

Event description:
It was reported by a physician¿s office that a vns patient was deceased. Additional relevant information has not been received to-date.